Event description:
On 23-feb-2026 it was reported that on (B)(6) 2026 the user died. No treatment details were reported. The outcome was death. Follow up attempts were made but were unsuccessful. No additional information is available.

Manufacturer narrative:
The user died on (B)(6) 2026 while using the ilet. Engineering log review indicated the ilet was functioning as intended, with insulin delivery requests and alerts generated appropriately and no device malfunction identified. Device data showed routine use of the device on the reported date, including a supply change, meal announcements, and glucose values that were in range for most of the day until cgm sensor failure at 6:57 pm. The ilet continued dosing insulin in bg-run mode until dosing stopped the following day due to lack of bg or cgm entry. Based on the available device data, it is unlikely that the user¿s death was related to diabetes or ilet use; however, without additional information regarding the circumstances of death, this cannot be definitively confirmed. If additional information becomes available, a supplemental MDR will be submitted.